Manufacturer narrative:
On june 26, 2019 customer returned insulin pump for blank display, battery power loss test alarm. Insulin pump monitored for a day. No blank display noted. Insulin pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification, displacement test, self-test, insulin pump error test and passed off no power test. No unexpected blank display, battery power loss test alarm during testing. Insulin pump history download using thds was successful. However, insulin pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Insulin pump error alarms are due to the insulin pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The test p-cap/reservoir does lock into place. In conclusion, device passed all require testing. Insulin pump blank display, battery power loss test alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was unknown at the time of incident. Customer was assisted with troubleshoot and display did not return. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.